Event description:
It was reported that during the procedure for treatment of a perforation in the 1st obtuse marginal artery, an attempt was made to advance a 3.0x19 otw graftmaster stent delivery system (sds). The sds could not be delivered to the perforation site secondary to vessel tortuosity and a previously placed unspecified stent. The sds was withdrawn and the patient was managed with extended balloon inflation and reversal of anticoagulation. There was no evidence of further extravasation at the conclusion of the case. The patient was medically managed and no surgical intervention was required. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.